Manufacturer narrative:
Insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Motor was tested outside of the device and passed. Insulin pump had minor scratches on window, cracked case on display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 62 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.